Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing not delivered when required. High thresholds were found on the second day after implant. Chest x-ray showed the lead was on the same location, so physician suspected a micro dislodgement. Lead was replaced with a active lead. No additional adverse patient effects were reported.